Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery doesn¿t charge and doesn¿t pass check. There was reportedly no patient involvement.